Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 84 mg/dl and 46 mg/dl. He felt fine when his blood glucose was 84 mg/dl and delivered a normal glarine injection of 180 units. He became sweaty and had blurred vision, and when he tested again, his blood glucose was 46 mg/dl. He was able to retrieve and consume food on his own. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.